Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting inventory after case, noticed a the t4 screwdriver was warped, 2.5 hex was stripped, t25 was warped and stripped and compression screw was stripped. There was no patient involvement. This report involves one (1) small hexagonal screwdriver shaft. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting inventory after case, noticed a the t4 screwdriver was warped, 2.5 hex was stripped, t25 was warped and stripped and compression screw was stripped. There was no patient involvement. This report involves one (1) small hexagonal screwdriver shaft. This is report 1 of 5 for (B)(4).